Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated total prostate specific antigen (tpsa) patient sample result. Hsc reviewed the information provided by the customer and the instrument data log. Hsc noted that there was a non-linear analyte recovery upon dilution of the tpsa sample. This observation is consistent with the presence of a heterophile antibody potentially affecting the patient's tpsa result obtained on the dimension vista system. There was no sample available for siemens evaluation. The dimension vista total prostate specific antigen (tpsa) flex cartridge instructions for use states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated total prostate specific antigen (tpsa) patient sample result was obtained on a dimension vista 500 system. The result was reported to the physician(s). The same sample was reprocessed on a later date and a lower result was obtained upon dilution. The customer sent the patient's sample to a reference laboratory for testing using a non-siemens methodology. A lower result, considered correct, was obtained and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tpsa result.